Event description:
Rupture of catheter

Manufacturer narrative:
The access port connector associated with this report was modified by the connector being removed and the tubing directly attached to the port. Based upon the implant date and serial number provided the connector type is assumed to be a taper I. Analysis of the device noted damage from a sharp instrument to the tubing attached to the port. There was no indication of wear related damage to the portion of the lap-band system returned. Performance tests indicate no leakage or blockage of the access port. The lab was unable to duplicate or confirm the report event. There is no other information available at this time from the surgeon to determine the cause of the alleged event. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section".